Event description:
The account stated that the architect i2000 analyzer generated a false positive b-hcg result of 57.52 miu/ml. The sample was retested and a result of <1.2 miu/ml was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4).this is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). An abbott field service representative (fsr) was dispatched to the account. The fsr found a loose sample probe. The sample probe was replaced and calibrated. The customer's issue was resolved. Customer complaint data was reviewed and no adverse trends were identified. The architect system operations manual and the architect b-hcg package insert were reviewed and were found to adequately address the issue of erratic results. The investigation did not identify a product deficiency. This is the final report.